Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined that the front panel switches were not functioning due to front panel unit failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Upon inspection and testing of the olympus, model cv-190, evis exera iii video system center, returned to olympus with no problem reported, it was noted that the front panel switches were not functioning. The there was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated at the repair department. The faulty front panel unit was observed in the past year, counting from the date of occurrence of this complaint. Since there was no information stating that this phenomenon occurred many times, it was surmised that the reported phenomenon was an isolated case. Olympus will continue to monitor field performance for this device.